Event description:
The customer reported to olympus that the camera on the visera laparo-thoraco videoscope was fogging up during the therapeutic appendectomy procedure. There was a slight delay in the procedure due to poor visibility, however the procedure was completed with the same device. The device was inspected before use. There was no reported harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed, the image was foggy due to damage on the charged coupled device unit. Additional findings in the product evaluation include the following: the adhesive on the bending section cover had a chip, the forceps lever was dirty, there was deterioration or discoloration due to chemical stress from cleaning/disinfecting/sterilization, the objective lens had a scratch and was dirty, the light guided(lg) lens had a scratch, the indication on the lg connector was incorrect, the video connector was deformed, and the label on the lg connector was peeled. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The subject device was shipped in accordance with specifications. Based on the results of the investigation, the root cause of the phenomenon could not be identified. The likely cause of the foggy image was moisture inside of the scope. The cause of the moisture inside the scope could not be determined. Olympus will continue to monitor the field performance of this device.